Event description:
Additional information was received and it was reported that the hcp (healthcare provider) took the pump out because of the infection. The catheter was removed when the pump was removed. The patient died from the infection.

Event description:
It was reported that the patient went to have his pump filled post op. The managing physician suspected an infection, so the patient was sent back to the neurosurgeon. The neurosurgeon cleared the patient for a pump refill and signed indicating that there was no infection. The managing physician filled the pump. As of the date of this report, the patient was now septic and in the hospital due to an infection at the pump pocket. The patient was not expected to recover and was ¿due to expire and in hospice care¿. It was later reported that the pump was delivering hydromorphone 10 mg/ml at 3.48 mg/day. It was later reported that ¿due to a combination of problems, the patient died 2 weeks later¿. It was later reported that the pump was delivering morphine. Perioperative antibiotics were administered. The date of onset/diagnosis of infection was (B)(6) 2013. The patient's primary care physician had seen him 3 days earlier and started him on an antibiotic. The signs/symptoms of infection were fever, redness, swelling, and pain. It was noted that the patient decided he did not want any treatment at all. The patient¿s preop risk factor was noted to be a debilitated status. It was later reported that the patient was seen by the neurosurgeon on (B)(6) 2013 and the wound was not infected at that time. The neurosurgeon¿s office was contacted by the patient¿s case manager on (B)(6) 2013 and they were told that the patient had an infection and was being seen in the hospital. They received another call from patient's case manager on the (B)(6) 2013 saying the patient had passed away. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).